Event description:
New information received stated that after the emergent procedure to repair the right ventricular laceration, the patient experienced cerebrovascular accident during his stay in the intensive care unit. The patient experienced right side weakness and slurred speech. After being admitted in the hospital for some time, the patient was discharged to the nursing home. On (B)(6) 2019, the patient was seen by the electrophysiologist and no changes were observed. The patient was later reported to be deceased on (B)(6) 2020. The cause of death was unknown. Related manufacturer reference number: 2017865-2020-02732, 2017865-2020-02733.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that after device implant the patient was discovered to have a pericardial effusion. Physician had to perform pericardiocentesis and close the effusion with a suture. Physician believes that the patient¿s thin walled right ventricular anatomy, rather than the lead performance, caused the effusion during lead placement attempt. Patient condition was stable.